Manufacturer narrative:
The root cause of the issue was related to a reference electrode manufactured by diamond diagnostics (dd ref electrode) used with the 9180 electrolyte analyzer. The reference electrode used (dd ref electrode) is covered by a roche initiated recall. Customers using the dd ref electrode were instructed to immediately stop using sodium (na) results from their 9180 analyzer. The affected reference electrode was not distributed in the united states. Customers in the united states use roche reference electrode and reference electrode housing. No further action is needed for customers in the united states.

Event description:
The initial reporter complained of low results for multiple patient samples tested with a roche 9180 sodium electrode (na) on a roche 9180 electrolyte analyzer. A discrepant low result was provided for 1 patient sample tested using a new na electrode and a previous na electrode. The result using the previous na electrode was 131 mmol/l. The result using the new na electrode was 116 mmol/l. The results using the new na electrode are in question.

Manufacturer narrative:
The na electrode lot number in question was 31245147 with an expiration date of 15-aug-2025.